Event description:
Patient hypoxia following lithotripsy surgery with compact delta ii reported.

Manufacturer narrative:
A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check concluded that the device was in compliance with dornier specifications. It is recognized patient hypoxia is not typically reported to dmta associated with eswl surgery as post-operative hypoxia is a common side effect of anesthesia administered during surgery, and is recognized to not be caused directly by the eswl/lithotripsy treatment itself. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufacturing and functioning within dornier specifications. It is acknowledged the state of the device was not the likely root cause of this complaint.